Event description:
It was reported that during a photoselective vaporization of the prostate procedure, when the fiber is activated, the light beam does not come out from the side, but from the front. The procedure was completed with a second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was detached, therefore, the reported observation is confirmed. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the glass cap detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified glass cap detachment.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, when the fiber is activated, the light beam does not come out from the side, but from the front. The procedure was completed with a second fiber. There were no patient complications.